Manufacturer narrative:
The system logs showed that no relevant errors occurred during this procedure. This system has not been used in subsequent procedures. The following concomitant products were used during this procedure: 30 degree endoscope plus, monopolar curved scissors, fenestrated bipolar forceps, vessel sealer extend, prograsp forceps. None of the devices have been used in subsequent procedures. No complaints were reported for any of the instruments. Review of the vessel sealer extend instrument logs showed no relevant errors occurred during the procedure. A device history record (DHR) review was performed for the device(s) involved with this reported event and no non-conformances were identified to be related to the event. A review of the event was performed by an intuitive surgical, inc. (Isi) medical safety officer (mso) who concluded that the patient underwent an attempted right nephrectomy. The patient described had challenging anatomy and a multitude of complications ensued. The surgeons reported they had difficulty properly identifying the anatomy early in the case and a more experienced surgeon, who was serving as proctor, took over the case. A number of issues arose including misidentification of multiple structures. The inferior vena cava (ivc) was injured which led to significant bleeding and required emergent open conversion. The procedure was eventually concluded but the patient had significant issues and injuries to the ivc, aorta, superior mesenteric artery and other vessels that were identified on a subsequent procedure. The patient was anephric and eventually died as a result of these injuries and subsequent unspecified complications. No allegations were made regarding any intuitive surgical products or instruments.

Event description:
It was reported that a patient suspected to have xanthogranulomatous pyelonephritis underwent a da vinci-assisted benign radical nephrectomy of a chronically infected right kidney. The patient had a history of a previous nephrostomy and right ureter stent for urine drainage. The surgeons reported that multiple intraoperative challenges occurred due to significant difficulty in identifying the patient's anatomy; the kidney and surrounding tissues were very inflamed, adhered together, and there were distortions in the vascular anatomy. During the procedure, what was thought to be the right ureter was mobilized and a small incision was made with the monopolar curved scissors, after which significant bleeding occurred as the anatomy cut was a large blood vessel. The procedure was emergently converted to open. The estimated blood loss was 2.6 liters. Four units of blood were transfused during the surgery, and two additional units were transfused post-operatively. It was reported that there were no issues with the da vinci system, instruments or accessories during the robotic portion of the procedure; all intuitive devices worked as expected. The patient was transferred on postoperative day (pod) 1 to a higher acuity center where a second operation was required. The second surgery included repair of a 1cm diathermy injury to the abdominal anterior aorta, thrombectomy and dilation of the abdominal aorta, removal of the left healthy kidney, removal of the right ureter and ureteric stent, and revascularization of the superior mesenteric artery. The patient was anephric and was in an induced coma post-operatively until extubation on pod 4, and was starting to eat and drink on pod 5. It was reported that the patient then suffered unspecified bowel complications and expired on pod 10.